Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the cause of the reported issues was unknown and remained unresolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they have been affected by cold weather even before being implanted. They stated their head would pull because they have dystonia and they would be "real crippled" by cold weather. They stated they had tried grounding shoelaces already. During episodes, family members have reported seeing the "electrical going on" in the patient's face and specifically, have seen the patient's eyes moving back and forth and their face making a clenching motion. They reported they feel like they are holding an electrical fence when there is a bad storm, but once the storm is gone and the electricity out of the air is away, then it goes away. They described when they are in their house, upstairs with the door shut, and a family member is downstairs blow drying their hair, they are "okay". They reported when storms occur sometimes, it feels like they are being electrocuted really bad and sometimes they don't feel anything at all. The patient has tried grounding jackets already. They reported they can't get off the floor, their eyes and whole body is just totally being electrocuted the whole time.

Event description:
The patient reported that they struggle with their stimulator. It was stated that if they are within 60 miles of lightning or barometric pressure changes, their stimulator is really affected. Before or during these weather changes, the patient feels like they are "going to do a handstand." If the patient uses a blow dryer, it also really affects them. For example, when the patient was at their son's football game, they were fine until a weather change. At that point, they could not stand up or walk to their car. They also had a recent episode where they had to turn their stimulation off because they felt a tingling in their head and were throwing up, with it being noted that it was not a headache and they were not in pain. When the patient informed their healthcare provider (hcp) about this they recommended living in a place with dry heat, so they currently spend their winters in (B)(6) and the summer in (B)(6). The patient has been tracking and journaling these episodes for two years and the symptoms began after implant on (B)(6) 2015. Indication for implant is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a rep. The patient was debilitated when near electrical currents. The patient came in to have their battery replaced when they described the issues. An impedance check was ran, the impedances were slightly elevated on a few combinations, but nothing that would explain their electrical sensitivity. No further complications were reported. Pre-op impedances: left gpi: monopolar: 11: 2,684 ! 10: 1,550 9: 1,824 8: 2,502 ! Bipolar: 11, 8: 4,897 ! 10, 8: 3,507 9, 8: 3,577 11, 9: 3,794 10, 9: 2,513 11, 10: 3,228 therapy impedance: 2,421 ohms current: 1.0 ma right gpi: monopolar: 3: 838 2: 852 1: 780 0: 773 bipolar: 3,0: 1,163 2,0: 1,122 1,0" 906 3,1: 1,104 2,1: 939 3,2: 968 therapy impedance: 916 ohms current 3.0 ma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that, in regards to the electrical storm issue, they felt the device was ruining their life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported the interference issues started in 2014. It was reported that they feel like they are going to get thrown to the ground during a storm. This feeling also happens around ceiling fans and it is not all the time. It was reported that cold affects the patient's spasms, which is why they go to arizona for the winter. The patient had not tried shutting off the ins because it does help with their dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). The caller reported the patent experienced shocking during storms. The patient stated that if the lightening was 60 miles or closer she felt like she got electrocuted and thrown to the ground, so she needed to lay down until it passed. The caller also stated the patient had trouble with other things like hair dryers, some ceiling fans, public restrooms, hand dryers, and generators. It was reported the patient went to (B)(6) for the winter and had the same problem there too. The caller stated the issue first began after swelling went down from the original implant surgery in (B)(6) 2014 and in (B)(6) 2014, she noticed the lighting was a problem. No environmental/external/patient factors were thought to have led to or contributed to the issue. The patient was directed to follow up with the healthcare professional. The issue was not resolved at the time of the report. No surgical intervention occurred and the patient was alive without injury at the time of the report. No further complications were reported or anticipated.